Event description:
It was reported that there was a check clutch plunger error. It happened during testing. There was no patient involvement.

Manufacturer narrative:
It was reported that there was a check clutch plunger error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found the right plunger case is cracked. There was a check clutch/plunger level in the error history log. Occlusion test was performed, and the primary problem was replicated; the pump goes into alarm during occlusion. The cause was a worn leadscrew and clutch halves. Replaced worn leadscrew, right and left clutch halves and clutch spring. Pump passed all functional and delivery tests.